Manufacturer narrative:
The product was not returned for investigation, and the investigation was unable to determine the definitive cause of the reported problem. No abnormalities were found in the manufacturing records of the product. The reported event may have been caused by leakage from the hemostasis valve, due to the influence of the angle of the combined device inserted into the product or due to the opener was opened by mistake, but the detailed cause could not be identified.

Event description:
During the contrast imaging, blood leaked from the hemostasis valve.